Event description:
Physician attempted an arteriotomy closure using the perclose proglide device after an unknown procedure in an unknown location. It is unknown whether fluoroscopy was done or its results. The proglide device "broke at its elbow, though not completely, outside of the patient's body upon advancing the device through lots of scar tissue. The vessel was also heavily calcified." Reportedly, the sheath was in the patient but the distal guide had not yet been advanced into the artery. It was reported to be "a tough advancement." There were no adverse events to the patient reported and the device was removed "without problems." Hemostasis was achieved with angioseal and manual compression. There were no delays or changes in patient management. The patient is reported to be "okay."